Event description:
It was reported that on (B)(6) 2024, a 5mm amplatzer duct occluder was chosen for patent ductus arteriosus (pda) closure using a 7f amplatzer torqvue delivery system. During procedure, when the device was deployed at aorta it got failed due to cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was report of any interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 7mm amplatzer duct occluder was chosen and completed the procedure. There were no adverse patient effects.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.